Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
During a cadaver lab, the stem impactor became jammed in the corail stem. The impactor was being used to try and drive the stem deep to attempt to initiate a peri prosthetic fracture as per the research protocol and therefore was being impacted with a high level of force. The impactor was loosened from the stem by wiggling it until it became free. The impactor tip was undamaged but the ears that transfer the load of the impactor tip looked to be slightly deformed.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned; however, review of the provided photos confirmed the complaint. The root cause is attributed to misuse. Previous investigations found if placing the tip of the inserter incorrectly into the driver hole before impaction numerous times may damage the tip. The provided date code ct0601 indicates the instrument was manufactured in (B)(6) 2001 and is almost 15 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.